Manufacturer narrative:
Initial.

Event description:
It was reported that the user shut down the ilet and reverted to multiple daily injections after experiencing prolonged hyperglycemia reported at 400 mg/dl, which followed an automatic dosing stop when the pump ran out of insulin; after later changing supplies, the glucose rose further and the user ate without administering insulin, with no evidence of a bent cannula or leakage and possible scar tissue noted. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.